Manufacturer narrative:
The received device had the cannula assembly deployed. The exposed portion of the soft cannula was found torn, allowing for fluid to exit through the tear. It cannot be determined when or how this damage occurred. No evidence was found that would result in skin irritation occurring at the infusion site; a root cause for the reported event could not be determined. No other defects or deficiencies were found during the investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient's blood glucose level was greater than 250 mg/dl. The pod was worn between 4 and 24 hours on the abdomen. No information was provided on how the hyperglycemia was treated.